Manufacturer narrative:
Visual inspection of the driver revealed damage to the scotch yoke, fan cover and front housing and the secondary motor's cam follower out of the bottom dead center (bdc) position. The driver's alarm history was reviewed and revealed three '2d' fault alarm codes. This alarm is produced as a result of the operation of the secondary motor. Since the secondary motor was observed to be out of the bdc position, it is likely that this is the customer-reported alarm and was produced because of secondary motor engagement. The conditions that caused the secondary motor cam follower to move out the bdc position cannot be conclusively determined, but it is possible that it occurred due to a drop, near drop, or other rough handling of the driver. It could have also been caused by a jolt to the driver during the patient's sneezing episode. In an attempt to reproduce the customer-reported issue, valsalva maneuver tests were performed at normotensive and hypertensive conditions and the driver functioned as intended. No permanent alarms were produced during these tests. Despite the observed secondary motor cam follower moved out of bdc position, functional testing confirmed that the driver functioned as intended on both the primary and secondary motor circuits. The driver performed as intended with no evidence of a device malfunction. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. Ce 5680 follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. The nurse reported that it occurred after the patient sneezed. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.